Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found the lead to be compressed consistent with clavicle crush damage. The lead body insulation was still intact with no damage noted to the cable coating. The inner lumen was found to be abraded with no damage noted to the liner.

Event description:
This report is to advise of an event observed during analysis.